Event description:
It was reported that two batteries exhibited power switching. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-jun-2024, serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:  10-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis and additional event details. Additional product: d4: serial or lot#: bat980517 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date:  19-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#:(B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date:  18-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#: (B)(6), UDI #: (B)(4) d9: no h3: yes h4: mfg date:  18-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date:  18-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: six (6) batteries (bat980551, bat980517, bat979451, bat979435, bat979430, bat979428) were not returned for ev aluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event (con416854) contained a feature that records whether a power source experienced a communication error or disconnection within each 15 minute interval. Analysis of the data file revealed several premature power switching events that were due to momentary disconnections involving bat980551, bat979451, bat979435, bat979430, and bat979428. As a result, the reported event was confirmed. The batteries were lubricated prior to release. A possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. CAPA pr00574181 investigated momentary disconnections. Even though this CAPA is now closed, bat980551, bat979451, bat979435, bat979430, and bat979428 fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and four additional batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remain in use.

Manufacturer narrative:
**UDI related data quality updates only**   corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: six (6) batteries ((B)(6)) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or disconnection within each 15 minute interval. Analysis of the data file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. The batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that three of the batteries which tested out of specification also exhibited power switching. The four batteries that tested out of specification were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.